Event description:
Investigation completed.

Manufacturer narrative:
Investigation completed on a smiths medical intubation portex cuff pressure monitoring. Pressure easy complaint of unable to hold cuff pressure was not verified. The device was visually inspected with no abnormalities noted. The manufacturing process was reviewed, along with the IFU with reveals, device passed 100% prior to release . Functional testing done. And device was able to hold pressures. No fault could be established.

Event description:
Information received a smiths medical intubation/portex cuff pressure monitoring pressure easy was unable to maintain cuff pressure. No patient adverse events reported.